Event description:
It was reported that upon interrogation, the pulse generator exhibited a diagnostics anomaly. The diagnostic data was cleared and normal function resumed. No patient symptoms were reported.